Event description:
Patient presented to the physician, a week post-implant procedure, with bruising and a hematoma at both the chest and neck incision sites. Physician brought the patient into the or, drained the hematoma, cleansed the incision sites with betadine, and closed.